Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) as it was noted the patient was involved in a car accident. Upon interrogation, the device was found to be in safety mode. The patient was experiencing pauses due to unipolar pacing. Technical services recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) as it was noted the patient was involved in a car accident. Upon interrogation, the device was found to be in safety mode. The patient was experiencing pauses due to unipolar pacing. Technical services recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) as it was noted the patient was involved in a car accident. Upon interrogation, the device was found to be in safety mode. The patient was experiencing pauses due to unipolar pacing. Technical services recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.